Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported, left side rupture. Healthcare professional confirmed, left side device rupture. Small cysts and fluid detected diagnosed via ultrasound and confirmed by MRI. The fluid was aspirated and cytopathology testing found no cancer cells and benign changes. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst-breast: unable to observe since it is not related to the device. ¿ seroma-late-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). ¿ cyst: unable to observe since it is not related to the device. ¿ seroma: unable to observe since it is not related to the device. As per the investigation procedure particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, d9, h3, h6.

Event description:
Patient reported left side rupture. Healthcare professional confirmed left side device rupture, small cysts and fluid detected diagnosed via ultrasound and confirmed by MRI. The fluid was aspirated and cytopathology testing found no cancer cells and benign changes. The device has been explanted and replaced with another manufacturer's device.